Event description:
The customer reported the hub of the patient's tracheostomy tube separated from the outer cannula. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.